Event description:
Allegedly the end user sustained unspecified and unknown injuries to her legs when the power wheelchair unexpectedly powered forward. No medical intervention was reported by the end user.

Manufacturer narrative:
.